Manufacturer narrative:
During a follow-up with tandem technical support, customer reported that the fill estimate was accurate after delivering insulin on (B)(6). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer declined to troubleshoot further with tandem technical support, but will monitor the insulin gauge. There was no reported impact to the customer's blood glucose level.